Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon said that the device activated but it did not create a seal. End tone was heard but no regrasp alert was heard. The surgeon also said it appeared to be delivering energy but there was still some oozing but no major bleeding. The surgeon just felt like it wasn¿t coagulating properly so they opened a new instrument. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition of partial seal was not confirmed. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. Further investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the damaged jaw to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the t rocar. Corrective actions have been implemented to mitigate this issue. The CAPA is to address the robustness of jaw a. If information is provided in the future, a supplemental report will be issued.